Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer stated when the loaner evis exera iii video system center (cv-190) was connected to provation, the screen was green but when the facility owned cv-190 was connected, the screen was fine. The customer had contacted provation. Olympus technical support reviewed video cabling using printer out for video to provation and ensured red, green and blue (rgb) cables were secure. The customer was instructed to go to digital file system in the cv-190, change type from endoworks to option and out from serial digital interface (sdi) to printer. There was an image on the cv-190, but in provation the screen was green. The customer was then instructed to power off the cv-190/clv-190(light source) and personal computer (pc), then power on the pc first and then the cv-190/clv-190. However, the issue was not resolved. The customer was instructed to send the loaner cv-190 back for evaluation. The device was returned to olympus for evaluation and the reported issue was not confirmed. The customer may have used the third-party software, which would not work with the olympus cv-190 video processor. The device was tested with olympus test equipment. The color of the reproduction was normal, and the signals were working as intended. The unit was also put in a burn-in test and was still working as intended. General cleaning was provided. The device was retested and passed all functional tests without any kind of problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the evis exera iii video system center was connected to the provation software application, and the screen was green. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the event be confirmed/duplicated. Olympus will continue to monitor field performance for this device.